Manufacturer narrative:
Concomitant medical products - three peg patella 38mm (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon made the indication during revision knee arthroplasty and has requested that the explanted items be sent to manufacturer to study the nature of which the implants have failed. Poly insert exchange (15 ps size 4) and 38 patella. There was breakage of a device. There were no parts or pieces fell into the patient wound. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, surgeon made the indication during revision knee arthroplasty and has requested that the explanted items be sent to manufacturer to study the nature of which the implants have failed. Poly insert exchange (15 ps size 4) and 38 patella. There was breakage of a device. There were no no parts or pieces fell into the patient wound. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.